Manufacturer narrative:
Investigation results did not find a bent/kinked soft cannula. The data downloaded from the device did not show any timeouts or drive stalls during the run. No damages were found with the cannula assembly that would result in leaking during wear. A leak test was performed, and no leakages were observed along the entire fluid path.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 24 mmol/l (432 mg/dl) while wearing the pod between 36 and 48 hours on the back. Insulin was noticed to be leaking out. The pod was removed, and the cannula was found to be bent. A bolus correction was administered to treat the hyperglycemia and a new pod was applied.